Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display was activated, and the correct software loaded. Standby mode became active and the bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; lightcable/jaw interaction; bulb access door cycling; front panel. Both the standby/run mode and front panel membrane switch. All other tests were successful. A measurement was taken on the bulb voltage. The resulting measurement was within specification. The root cause of the reported failure was traced to a defective front panel membrane switch. Further investigation revealed that the jaw was slightly loose. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the standby button was broken.